Event description:
A discordant cardiac troponin I (ctni) result was obtained on a dimension exl with lm instrument for one patient. The result was reported to the physician. The same patient sample was repeated on an alternate instrument, that resulted lower. The same patient sample was repeated on the initial instrument and two additional times on the alternate instrument. The patient sample was then transferred to another facility and tested two times on a third instrument. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluating the instrument data, the tsc determined that the cause of the discordant ctni results was unknown. The tsc instructed the customer to clean the reagent 1 drain and to check the photometer alignment. The tsc confirmed that there were no instrument issues during the time of the event. The instrument is performing according to specifications. No further evaluation of the device is required.